Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure. A sample was not returned for further evaluation. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney , implant operative report and product ID page allege the following: on (B)(6) 2002 - the patient was diagnosed with progressively disabling menorrhagia with iron deficiency anemia, stress incontinence and underwent a 2-part procedure which included a total abd hysterectomy, bilat salpingo-oophorectomy and a marshall marchetti krantz (mmk) procedure with implant of a bard/davol bard flat mesh. As reported, the patient's attorney alleges unspecified adverse patient outcomes associated with use of device.

Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacture date.

Event description:
The patient's attorney, implant operative report and product ID page allege the following: on (B)(6) 2002 the patient was diagnosed with progressively disabling menorrhagia with iron deficiency anemia, stress incontinence and underwent a 2-part procedure which included a total abd hysterectomy, bilat salpingo-oophorectomy and a marshall marchetti krantz (mmk) procedure with implant of a bard/davol bard flat mesh. As reported, the patient's attorney alleges unspecified adverse patient outcomes associated with use of device.